Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months.  The pump remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with any lvad. It was reported that the patient was admitted (B)(6) 2017 due to anemia and melena, with a hematocrit (hct) of 24.3%. The patient was transfused with 4 units of packed red blood cells (prbc). The patient had esophagogastroduodenoscopy (egd) performed and results were negative. Colonoscopy performed on (B)(6) 2017 revealed bleeding and 2 clips were applied. On (B)(6) 2017, the patient was discharged with hct at 30%. On (B)(6) 2017, the patient was admitted for lower gastrointestinal (gi) bleed. The patient was transfused with 3 units of prbc. On (B)(6) 2017, 5 clips were placed on the ascending transverse colon during colonoscopy. The patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient was admitted for gastrointestinal (gi) bleed with hct at 26%. Colonoscopy was performed on (B)(6) 2017 and cautery was applied to the ascending transverse colon. The patient was transfused with 2 units of prbc. On (B)(6) 2017, the patient was discharged with hemoglobin (hgb) at 10.7. Aspirin and warfarin were discontinued.